Event description:
On 05/07/1998 the account reported an erratic creatine kinase myocardial bands result of 13 ng/ml which was run on the axsym analyzer. According to the account, all liqimmune controls were within expected ranges. The pt sample was later retested, giving a result of 4 ng/ml, which confirmed with repeat testing. No report of injury.